Event description:
The pt experienced vt (ventricular tachycardia) during hospitalization which required external cardioversion to convert the rhythm. A magnet reversion was observed on the ECG. The physician placed the programmer wand and magnet on the device. The device was interrogated and no new episodes were shown. The pt experienced vf (ventricular fibrillatio) and the medical staff was unable to convert the pt's rhythm using external cardioversion and as a result, the pt expired.